Manufacturer narrative:
(B)(4). Device manufacture date - additional.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. Patient's father tested the alert functionality and reported the alerts were functional. Patient's father did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).